Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
Customer's son reported that on (B)(6) 2010, customer received a reading of 249 mg/dl on her precision xtra blood glucose meter. He further reported customer became unresponsive, was unable to move and had "saliva coming out of (her) mouth". Customer subsequently experienced a loss of consciousness. Paramedics were called and received a reading on an unknown brand of meter, within 10 minutes of the reading obtained on the adc meter, of 30 mg/dl. An intravenous infusion of glucose was initiated; customer was transported to a local healthcare facility and was diagnosed with severe hypoglycemia. It is unknown what additional treatment may have been rendered at the hospital. Customer self-treated with aspirin, carvedilol, nexium and hydralazine. There was no report of death or permanent injury associated with this issue.